Event description:
Dr. Ordered ventilator weaning. When pt reconnected to ventilator, "safety valve open" and "back up ventilator" lights came on. Ventilator did not cycle. Respiratory therapist tried to reset ventilator without success. Dr. Bagged pt while ventilator was changed out.